Event description:
4f spyglass angiographic catheter was selected for use during a percutaneous procedure. The catheter was removed after an angiogram. The distal tip of the catheter detached during removal. The tip was successfully, removed. The patient was reported to be in good condition.